Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, scissoring occurred consecutively after several firings. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.